Event description:
Healthcare professional reported via regulatory agency "folds, waves, rotation, modification of device¿s color, capsular contractures (baker grade IV: breast hard very hard, deformed, and painful to touch)". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: h10.

Event description:
Healthcare professional reported via regulatory agency "folds, waves, rotation, modification of device¿s color, capsular contractures (baker grade IV: breast hard very hard, deformed, and painful to touch)". This record is for the left side. The device has been explanted.